Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that unexplained high blood glucose has been experienced for about 3 weeks of over 300 mg/dl. At the time of the call, the customer had blood glucose of 460 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to change the set, reservoir and run manual prime. The customer indicated that insulin exited the tubing. The customer requested a tubing clamp and will call back to perform the high pressure test when the clamp is received. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose.